Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full evaluation of vad-16495 could not be conducted, because the system was not returned for analysis, and no autopsy was performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired from ischemic bowel of unknown etiology. The vad coordinator reported that they are unsure if it was due to a low flow state experienced by the patient prior to lvad implant, or thrombus that may have potentially occurred prior-to and/or post-lvad implant. The patient also was on intra-aortic balloon pump support pre-lvad implant.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation but has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.